Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a device changeout procedure, this right ventricular (rv) lead exhibited shock impedance measurements of greater than 200 ohms when connected to the new device. It was noted this was observed during the defibrillation threshold (dft) testing portion of the procedure. It was thought that this issue suggested an issue with the shocking coils. The rv lead was disconnected from the new device, connected again to the chronic device and the same observation occurred. Subsequently, the rv lead was surgically abandoned. A new rv lead was implanted and remains in service. No additional adverse patient effects were reported.